Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On 03-aug-2024, it was reported that the patient faced two infusion set leakage in tubing. No further information available.